Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. After placement of the synergy xd 2.5 x 20 stent, ivus examination was performed, and it was noted that the ivus catheter became stuck within the stent. It could neither be advanced nor withdrawn; therefore, the proximal portion was cut, and the imaging core was removed, and an 0.018-inch guidewire was inserted. The entrapment was then resolved, but the stent had migrated. It was noted that during the procedure the ivus catheter was kinked. The procedure was completed. No patient complications were reported.